Event description:
It was reported that almost five months ago, a trauma patient had a g2 filter implanted, after a motor vehicle accident. Since the filter was implanted, a physician (not the implanting physician) has made two attempts to retrieve the filter, but due to the tilt of the filter, the attempts were unsuccessful. The degree of tilt is not known, but it was reported that the apex of the filter was embedded in the cava wall. Patient remains asymptomatic and no patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample remains implanted, so a sample evaluation could not be performed. The result of the investigation is inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: note: it is possible that complications such as those listed in the "warnings, precautions and potential complications" section of this IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.